Event description:
The customer reported that during a nephrectomy, the pt tissue was not sealed completely. The generator in use provided an end tone, indicating a complete seal cycle. The amount of oozing was not provided by the site contact. The surgeon opened another device and successfully completed the procedure.. There was no pt injury reported. The site contact is not able to provide additional info regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.